Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument used during this event be returned for failure analysis investigations, however the product has not been received. A follow-up MDR will be submitted if additional information is obtained. The probable root cause of the force bipolar instrument being stuck on tissue is attributed to either device design or use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace and/or bend their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. Regarding device design, the grip can over rotate due to grasping/pulling plus lateral loading action during the instrument¿s surgical application. Regarding use, dislodged grip tips can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This is considered a reportable event due to the following conclusion: the force bipolar instrument could not be removed from the cannula due to a part at the wrist being dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the force bipolar instrument jaw broke and the operating room (or) staff had to remove the instrument and cannula together, at the same time, to remove the instrument. It was reported that this might have caused damage to the fascia, but it was not confirmed. The procedure was continued robotically. On 07-feb-2023, an intuitive surgical inc. (Isi) clinical sales representative (csr) was contacted, and additional information was obtained about the complaint: the csr was present during this procedure and observed this event first-hand. The force bipolar had a hinge pop-out at the wrist and the jaws of the instrument would not close. The or staff tried to remove the instrument from the cannula, but the hinge prevented it from entering the cannula to be removed. The or staff was concerned the hinge of the instrument might have come into contact with fascia while it was trying to be removed; the or staff pushed the instrument back into the cannula and the surgeon used another instrument to manipulate the force bipolar jaws so that it could enter the cannula. The csr said the or staff was able to slide the force bipolar into the cannula but had already undocked the cannula from the universal surgical manipulator (usm) and decided to remove the cannula and force bipolar from the patient at the same time. Once the force bipolar instrument was removed, the same cannula was used at the same port site to continue the procedure. The csr said this was on usm 2. The procedure was continued without any further issues. The csr said the surgeon did not bring up the fascia and no intervention or unplanned surgical tasks were performed due to this event. The csr said the port site was not enlarged to remove the cannula and force bipolar together. Isi has attempted to obtain additional information; however, as of the date of this report, no further details have been received.